Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that a discrepant sodium result was generated by the architect c4000 analyzer. An initial result of 119 mmol/l was generated. The sample was repeated and a result of 133 mmol/l was generated. The sample was then repeated on their second analyzer and a result of 135 mmol/l was generated. The customer reported the result of 135 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
A field service representative (fsr) was sent to the account. The fsr discovered the tubing, peristaltic head (rohs) had a hole worn thru it causing leaking of fluid into analyzer which resulted in insufficient evacuation of fluid from cuvettes during cuvette wash. The fsr replaced the tubing, peristaltic head and nozzle, c4, #1, #4, #5. The service history for the architect c4000 analyzer sn (B)(4) was reviewed and no additional contributing factors and no additional reports of erratic or discrepant results have been received since field service replaced the likely cause parts . Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c16000 analyzer was identified.